Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl. The patient reported while activating the pod, the needle did not deploy. The patient stated they did not hear the click which confirms activation, indicating a needle mechanism failure.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone17.2 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.